Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient sustained a "comminuted distal femur fracture distal to hemi hip prosthesis". Devices in situ were a stryker accolade cemented hip stem with uht unipolar head. Patient was treated by the implantation of a stryker plating system.